Event description:
It was reported that the hemostasis valve/sideport separated from the sheath causing bleeding. The pt coded due to hemorrhage and expired. The pt was a very sick open heart pt, was an alcoholic, and was moving about even though pt was restrained. It is suspected by the hospital personnel that the pt could have pulled at the sheath causing the disconnect.